Manufacturer narrative:
This report is the result of a retrospective review of previously unreported complaints from october 2017-january 2020.

Event description:
A customer reported that prior to the surgeon using the rycroft cannula in a procedure that the needle of the rycroft cannula separated from its plastic base in the surgeon's hand. There were no reports of patient or user injury for this event.